Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was no longer feeling stimulation and experiencing difficulty charging her ipg. The sjm representative met with the patient and external devices were unable to communicate with or charge the ipg. The patient indicate she had not used or charged the ipg for greater than 3 months. Surgical intervention may take place at a later date.

Event description:
Follow-up information indicated surgical intervention was undertaken on (B)(6) 2017 and the patient's ipg was explanted and replaced which resolved the issue.